Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00971. It was reported that noise was noted on the atrial lead and on the right ventricular lead when the device was interrogated in-clinic. The noise was reproducible on the atrial lead with isometric testing but was unable to reproduce noise on the rv lead. Programming changes were made. The patient is being followed remotely to closely monitor the leads function.